Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure occurred due to a faulty charge coupled device unit. However, the definitive root cause of the faulty charge coupled device unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not plug or remove the video connector with the video system center power switch on. Doing so may destroy the electrical circuits inside the camera head. Do not shock the camera head. Doing so may damage it.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on information that was received about the event. Section b5 was updated.

Event description:
The event did not happen during procedure. The event occurred during equipment image check after cleaning.

Event description:
An olympus representative reported on behalf of the customer, the image of the hd 3cmos autoclavable camera head was not displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
(B)(4). The device was returned to olympus and the customer¿s allegation was confirmed. There was an imaging component failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.